Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos). In addition, the right atrial (ra) lead exhibited oversensing which may have caused falsely detected atrial arrhythmias. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.